Manufacturer narrative:
Concomitant medical products: transcatheter aortic valve replacement; implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient died during the implant procedure for the implantable pulse generator (ipg) system and had a suspected aortic dissection.